Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the medium-large clip applier "staple teeth" were not aligned. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grips. The root cause of this failure mode is typically attributed to the user, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage that occurred during use or reprocessing. Severe misalignment of the grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observation(s) not reported by site: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The root cause of this failure mode are typically attributed to the user. For example this issue could occur due to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have an excessive amount of dried residue around the clamping pulleys. Common causes of the failure mode are typically attributed to the user, such as improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument logs for part #: 470327-12 batch/lot # n12210712-0147 associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) wth 4 lives remaining. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.